Event description:
It was reported that during an installation the getinge field service engineer (fse), detected that there was an issue with the helium regulator on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): during an installation, getinge field service engineer (fse) detected an issue with the helium regulator. The bottle on the helium was open, to fix the issue the fse closed the bottle but observed that it was very difficult to unscrew, so he replaced the helium regulator which corrected the issue. Further information is being requested as to whether this unit was released for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is unknown.

Manufacturer narrative:
The getinge field service engineer (fse) has confirmed that all functional and safety checks were performed to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A contact at the event site is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10